Manufacturer narrative:
Invacare was made aware of an event that took place in (B)(6) involving an irc5po2vaw stationary concentrator which was manufactured by invacare (B)(4) in april of 2018. Invacare is filing this report because the irc5lxo2v, also made at invacare owned sanford and sold in the us has been determined to be similar in design to the reported device. This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Invacare france has requested the device be returned for evaluation. A follow-up will be filed when further information is obtained.

Event description:
Invacare europe was notified by the consumer that he smelled smoke coming from the 3-year old irc5po2vaw concentrator. When he took it to the dealer for repair, the dealer opened the concentrator and noticed that the pe valve kit was black, and the tubes connected to the pe valve were damaged/melted.